Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer that while using sensation plus 40 cc intra aortic balloon (iab) catheter, ruptured inside patient. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields - b4, d4 UDI number, expiry date, g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: h6 medical device problem code it was reported by the customer that while using sensation plus 40 cc intra aortic balloon (iab) catheter, ruptured inside patient.

Event description:
N/a.